Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 306546, batch#: 4211845. It was reported by the customer that they are finding "cloudy" flushes. Verbatim: I have a report from our ed that they are finding "cloudy" flushes. Not sure if that's to be expected or not but we want to be safe. I sifted through the bag they gave me and these are the lot #s I found: 4241906, 4211845. Additional information: verify what part of the product is cloudy? The syringes or the solution inside ? It appears to be the solution itself that is cloudy. Was there any harm to the patient/caregiver? (Detail) there have been no reported adverse events in relation to the flushes.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 306546 and lot number 4211845. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.